Event description:
Dealer states the right side front caster fork broke. This happened when he was coming out of his bathroom, front wheel seemed to be having trouble turning and then the caster fork broke into pieces and caster wheel fell off. He stated he almost fell out of the chair but caught himself. Asked if was injured, he said he was not. (B)(6).